Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Device passed off no power test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was no letters and beeping and insulin pump had blank screen. Customer's blood glucose value was around 224 mg/dl. The customer was assisted with troubleshooting. Customer states they taken the battery out and got a ghost lettering at the background. Customer was not calling back after receiving a new battery cap. Customer states insulin pump was not drooped or bumped. Customer states the contacts on the battery cap were not missing or damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display did not return. Customer states when new battery was inserted there was a light flashing on top of the screen. Customer states they performed a self test and results of the self test was failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.